Event description:
Pt was brought to operating room for mitral valve replacement/repair. Following cannulation of femoral vein and artery, air was noticed in arterial line. Simultaneously, air was noted in pt's heart from the tee probe. Efforts were made to de-air the arterial line, but pt died.